Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that keypad button presses did not activate the intended pump response. The pt reported that, during button presses, the button presses continued to scroll faster and further than the actual press intended. She stated that multiple presses were required to obtain the desired reading. The pt noted that the buttons all clicked normally, and the rubber keypad was intact. She denied that the pump was exposed to water and cleaners.